Event description:
Received info that load fill tubing was stopped at 9.8 units and a message asking me for minimum of 50 units of insulin was displayed. The issue occurred with multiple cartridges. Reportedly, the customer used cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin.